Event description:
The physician used a resolute integrity drug eluting stent and a euphora balloon dilatation catheter during the procedure when treating a very large right dominant rca of a patient with a very tight mid-rca lesion exhibiting 99% stenosis and slight vessel tortuosity. Both devices were removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed on the euphora with no issues identified. It is reported that the lesion was so tight, that advancing the balloon for pre-dilatation occluded the vessel. The physician was able to successfully pre-dilate the lesion with the euphora balloon. No resistance was encountered when advancing the device. The resolute integrity stent was successfully delivered at approximately 12 atm. Again no resistance was encountered when advancing the stent device. There was a small waist on the distal segment of the stent so the physician post dilated the stent with the balloon on the stent delivery system to 18 atm. Several seconds later, with the balloon still inflated, a large dissection occurred. It is reported that a code was called, but after an hour and a half of trying, the physician called the code and the patient expired. The physician commented that the device did not contribute to the patient death, it is believed the adverse event was a combination of the patient's age, disease state and other patient related factors.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.